Event description:
The device was being used to monitor a pt diagnosed in atrial fibrillation. Reportedly, during the use, the device prompted ECG leads off, and he pt rhythm could no longer be viewed. The reporter stated that there was no adverse impact to pt care as a result of the alleged discrepancy, due to use of another device.